Event description:
It was rpeorted that during a hemorrhoidectomy according to longo's technique, the surgeon squeezed the handle and the knife cut, but the staples were applied only partially. The procedure was finished by hand suturing. There were no adverse pt consequences.